Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that vent fail during usage no health consequences have reportedly occurred. The unique device identifier (UDI) of the affected product could not be determined due to the missing serial number of the device. We will reiterate this with the customer and send the UDI with the final report.

Manufacturer narrative:
"It was reported that the respiratory module of the anesthesia machine suddenly stopped working during use , no patient injuries. Upon investigation, the filter was replaced with a new one and returned to normal, so it was a clogged filter and not a device failure, and the anesthesia machine was not at fault. Filters in hospitals need to be reprocessed, cleaned regularly and tested for compliance and leaks. Since the faulty part was not returned to dräger for investigation, no definite conclusion can be drawn. Also, based on the serial number reported by the hospital, the corresponding anesthesia machine was not looked up and the hospital was advised to report the correct serial number.".

Event description:
It was reported that vent fail during usage no health consequences have reportedly occurred. The device has no UDI as an UDI was not required at the time the device was manufactured.¿.